Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0504 captures the reportable event of balloon leak.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon was used in the ureter during a transurethral ureterolithotomy procedure performed on (B)(6) 2023. During the procedure, it was noted that the balloon was leaking. The procedure was completed with another uromax ultra balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0504 captures the reportable event of balloon leak. Block h10: investigation result: the returned uromax ultra device was analyzed, and a visual evaluation noted that the balloon was not folded which indicated that the device was subjected to positive pressure. Functional evaluation was performed and the uromax ultra device was attached to an encore inflation unit. Positive pressure was applied and a liquid was observed to be leaking from a pinhole located approximately 24mm proximal of the distal markerband. The tip of the device has no damage. A visual and tactile examination was performed and there were no kinks or damage found to the shaft of the device. No damage was also noticed in both markerbands and was in the correct position on the shaft of the device. No other problems with the device were noted. The reported event was confirmed. It is possible that this failure could have been caused by the balloon interacting with a ureteral stone. Based on the available information and the analysis of the returned device, the most probable root cause of this event is adverse event related to procedure since there is no evidence of a manufacturing issue, design or user problem which could have cause the device problem.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon was used in the ureter during a transurethral ureterolithotomy procedure performed on (B)(6) 2023. During the procedure, it was noted that the balloon was leaking. The procedure was completed with another uromax ultra balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.